Manufacturer narrative:
Revision information was not made available to nalu and the reason for the revision is unknown. Review of records found no previous or subsequent issues recorded for this patient.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021 to replace an existing third party system. On (B)(6) 2022 a surgical revision was performed. No implanted components were replaced during the revision.